Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Valvola aortica e bypass- "during operation it doesn't close properly the jaws. We haven't had the opportunity to see the clamp, so the description of the event has been reported by the head nurse. We need to go to the customer to verify more deeply what was the problem and if the issue was caused by a misfunction of the clamp or by an improper usage of the customer." Patient status - "good."

Manufacturer narrative:
This investigation for both MDR# 2027111-2016-00196 & 2027111-2016-00197. The device was used on both procedures. Investigation summary: one event unit was returned for evaluation. Upon functional testing, engineering performed a jaw alignment test and verified that the returned clamp met visual and jaw alignment specifications. All clamps undergo 100% visual inspection during the assembly and packaging process. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.